Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.